Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt's ipg switched off without prompting. Stimulation was restored by the pt with the use of her programmer to eliminate future occurrences of this nature, it was recommended that the pt turn the magnet option off for the programmer. Results of that intervention method have not been disclosed. No further info is available.